Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. No additional tests were performed because the product is not currently being manufactured. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The customer complaint cannot be confirmed and a root cause cannot be determined since the product sample is not available to perform a proper investigation. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The 7th clip got stuck in the device during use. No clips fell in the patient. There was no patient injury.